Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported e.r. Visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer stated that when she woke up on (B)(6) 2015, her blood glucose (bg) level was 380 mg/dl. She also reported being dehydrated. She went to the emergency room and when her bgs were tested, they were at 532 mg/dl. She was treated with IV insulin. The pod was discarded at the hospital.